Event description:
Information received indicates the brake pedal can be set, but the brake does not hold.

Manufacturer narrative:
The technician replaced the brake/steer pedal and the brake detent to repair the bed.